Manufacturer narrative:
Customer uses lithium heparin plasma tubes. Per the outside lab, antibody interference for this sample was found on their "unknown" methodology. It is unknown if this interference would have any impact on a bci assay. Sample was unavailable for further testing. Customer has a pro-active procedure to repeat all first-time positive accutni results (>0.49ng/ml). Service was not dispatched for this event as customer is not questioning instrument performance. No clear root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and stated that their unicel dxc 600i synchron access clinical system generated a false positive troponin (accutni) results for one patient. The result was reported out of the lab. A physician called the lab to question the result due it not fitting the ck-mb result or the clinical picture of the patient. The specimen was sent to outside laboratory for testing and the result was "negative". Per customer statement, there was no death, injury, serious medical deterioration or inappropriate medical treatment associated with this event.